Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported condition of the pump not turning on when the clamp is inserted which was reproduced during evaluation as the device not recognizing an open door. The upper latch switch was determined to be the cause and the upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not turn on when the clamp was inserted. There was no patient involvement. No additional information is available.